Event description:
Additional information was received stating the balloon was misshaped when removed from the patient, and that no medical intervention was required.

Event description:
Information was received that the cuff of a smiths medical tracheostomy tube is inflating unevenly, resulting in a leak.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent air cuff symmetry testing. It observed to be inflating asymetrically. The balloon was manipulated and the whole cuff inflated, as per the instructions for use. The cuff was then inflated and deflated an additional four times, and it was noted to be inflating completely with a symmetry measurement of 38.88 percent. Minimum symmetry percentage requirement is 33.3 percent, thus reflecting a unit functioning correctly. Additional testing included a leak test. The cuff was inflated and subsequently submerged under water; no leakage was observed. Balloon was squeezed and the airway line was moved back and forth, no leakage was detected. Finally, the unit was filled with 5cc of water in order to detec any leak. No leaks were detected during the test. The reported customer complaint was not confirmed.